Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager was not able to unlock. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that infusion remote manager has false hardware failure. A field service engineer (fse) disconnected the system from the main and rebooted it. The fse powered down the system and reconnected the remote manager. The hardware failure icon cleared after these steps. The customer performs a test to confirm functionality. The system functioned as intended after the field service engineer repaired the device.